Event description:
Smart toe implant expanded immediately after removal from blue disc. Two other smart toe implants worked correctly earlier in the same case. There was no adverse consequence to the pt.

Manufacturer narrative:
If additional info becomes available, a supplemental report will be submitted.